Event description:
Customer reports the softclix plus lancet (lot number 84s050) will not retract. No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the softclix plus lancet.